Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. Insulin pump had corrosion at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No button error alarm noted. Insulin pump received with cracked lcd window, case at display window corners, battery tube threads and minor scratches on lcd window.